Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, (B)(6) (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary/ bolwel dysfunction. It was reported that for the past week, the patient did not feel any stimulation, and they were right back where they used to be as far as bladder control. The caller denied the patient having hada fall or trauma that led to the issue. They stated that every time they called the healthcare provider, they were told to call the manufacturing company to get the device reprogrammed. Patient services reviewed therapy expectations, device description/function as well as programming, stimulation and ins battery longevity considerations with the caller. Patient services began walking caller and patient through connecting to their settings and the caller got a 'not found message. Patient services walked the caller through toggling bluetooth off and back on again and turning on airplane mode momentarily and the external devices then successfully paired. Patient services then walked the caller through connecting to the implant settings. The therapy was on, on program 2 at 4.0 ma. The caller said they had not increased the stimulation in a long time, that someone from the manufacturer company had helped them make some changes earlier on shortly after the patient was implanted and this is the setting the patient had been put on and they had not had a need to make a change as it had been helping up until the past week. The caller began to increase the stimulation but then the patient began feeling the stimulation at the implant site and the patient felt it like an uncomfortable electric shock. The caller brought the stimulation down so the patient no longer felt the shocking and then opted to switch to a new program (program 3) the caller then increased up to a level where the patient felt the stimulation lightly and comfortably in their bike-seat. They attempted to bring the stimulation up higher however the patient began feel the stimulation at the implant site again, so they brought the stimulation down to 2.0 ma where the patient felt the stimulation comfortably. The patient was going to monitor their symptoms now that a change had been made and reach out to their managing health care provider (hcp) to discuss feeling the stimulation at the ins site as well as to get further guidance on programming considerations, especially if the current change still did not help. No further action was taken by patient services. [See gen tab for rule out of discomfort during stim adjustment].